Event description:
On 6/19/95 - phone call from parent with report of tubing leak from pt on 6/18/95. Pt infused only 7 of 10 hours of tpn as tpn leaked into and stopped the action of the pump. On 6/20/95 - replaced pump and tubing with non-filtered tubing and separate filter as suggested by co rep. On 6/26/95 - informed that pt was in the hosp with urinary tract infection and possible septic shock. Blood cultures negative; therefore, attending physician thinks incident is probably unrelated, but is unable to determine with certainty.